Event description:
It was reported that the device produced clips with crossed tips and almost cut a vessel. Another source reported the issue as the clips were coming out sideways. The clips were removed from the pt. Another device was used to complete the case. There was no pt injury and no delay in the procedure. An unformed clip was returned with the device. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device returned was a model ether 420 and not an ether320. The device was in good visual condition, the jaw appeared to be in alignment. In an attempt to duplicate the event, the device's three remaining usable clips were fired. The first clip advanced and had no pinch at all. The second clip was fired, was stacked behind the first and also had no pinch. The third clip was fired and pushed out all three clips, but also was unformed. One unformed clip had been returned with the device in a separate container. After the clips were fired, the device locking mechanism engaged as designed. As all devices are functionally tested prior to being released, no conclusion could be drawn as to what might have caused the reported event.